Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a severe, red, open rash under the lifevest. On (B)(6) 2015 the patient reported that her skin was burning, raw and bloody. The patient went to her doctor who reported that the irritation was a yeast infection. The doctor prescribed a medication. Follow-up indicated that the bleeding had stopped and the rash was clearing up.